Event description:
It was reported that the alarm was "sounding at different times during the day" after the patient had gone to urgent care for a "wound infection." The patient was treated with oral antibiotics and the device remains implanted. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The alarm referenced in this report is related to a lead malfunction which is captured on a separate (remedial action exemption) report.